Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 47 mg/dl; cause was unknown. Sugar was consumed to treat bg level. Additionally, the customer's brother provided a cookie to treat bg level. Reportedly, the customer's eyesight was blurry. Recommendation was made to consult with healthcare provider regarding diabetes management.